Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The legal manufacture reviewed the customer's provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, it is not possible to establish the root cause of the foreign material. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment city:(B)(6).

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign object inside of the nozzle. There were no reports of patient involvement. Additionally, the customer reported that during a diagnostic procedure, they experienced air/water flow issues from the air/water flow system. Additional details relating to the patient and the event have been requested, but no response has been received at this time.